Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has been alarming battery out limit and the battery is not lasting and would also alarm auto off. Blood glucose value is unknown. The customer was unsure if the alarms occurred during normal use or after battery change. The customer misplaced the battery cap and was unable to complete troubleshooting. The insulin pump was not replaced.